Event description:
It was reported that a shaft break occurred. The 80% stenosed, 30mmx2.50mm target lesion was located in the 80% calcified left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during introduction, the balloon shaft fractured 40cm away from the distal end of the balloon or the position of the physician's hand. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that a shaft break occurred. The 80% stenosed, 30mmx2.50mm target lesion was located in the 80% calcified left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during introduction, the balloon shaft fractured 40cm away from the distal end of the balloon or the position of the physician's hand. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 710mm distal to the distal end of strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.